Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up and an error message "connection establishment to the x-ray system failed" was displayed. The analysis of logfile identified that the suite-pc was malfunctioning. A philips field service engineer (fse) inspected the system on-site and observed that the power supply of 230v was available to the suite-pc and the fuses were intact, therefore indicating an issue with suite-pc. To resolve the issue, the suite-pc and the os (operating system) ssd (solid-state drive) in the suite-pc were replaced, software was installed, followed by installation of backup and licenses. A backup was created, and functional tests were performed. The defective suite-pc mdp was returned to philips for further analysis. The cause of the suite-pc failure could not be conclusively determined by the supplier¿s part analysis, however the replacement of suite pc by the fse has resolved the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.